Event description:
The vitrectomy cutter failed to cut during a vitrectomy procedure; however, aspiration continued. There was no report of patient injury, and it is likely another cutter was used to complete the procedure.